Manufacturer narrative:
E1: additional phone number reported: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port that experienced leakage. This is report 3 of 3. The reporter stated that they encountered leaking from their cadd oncology kit. The event date occurred on (B)(6) 2025. Status was while in use in patient. The samples are available for evaluation. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
Additional information in section b5.

Event description:
An email from the customer was received on 09-apr-2026 confirming that there was no patient harm.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: d10: concomitant products. H6: health effect: impact code. Updated information can be found in: b5: describe event or problem. D9: device available for evaluation. D9: date returned to mfg null.

Event description:
The sample is no longer available for investigation.